Event description:
A company representative reported that two xia anterior bending irons were unable to engage with a rod intra-operatively. The procedure was completed successfully using a replacement with no surgical delay and no adverse consequence to the patient. This report captures the right bending iron.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.